Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had not charged their ins in about 8 months, as they were having issues with charging in the past, got a new recharger and were frustrated. Caller stated the pt reported difficulty charging due to poor coupling and it had been for 'a long time'. The caller believed the issue could be related to the pocket depth/orientation and noted the pt may need a pocket revision. Ins had been dead for 8 months.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rep reported it was not determine, however it seems that the patient was more reluctant to charge it, than unable to. Their seemed to be no trouble charging it, though it is more likely that the patient was annoyed by having to charge it and didn¿t want to. Rep reported they trickle charged it since it was dead for so long, but once it came back and changed all the way, it seemed to be fine. Issue is resolved.